Event description:
Head of screw fractured during screw insertion, of zmz fracture. Sales rep was not present for case.

Manufacturer narrative:
As the product was not returned, the root cause cannot be determined. Potential root causes for screw breakages are referred to the mentioned risk analysis: bone was hard with resulting high torque, application of unintended loads, collision with other implant or instrument.